Manufacturer narrative:
(B)(4)

Event description:
The pt experienced a loss of therapeutic effect and a fading sensation following implant. The stimulation sensation also changed with movement; when pt was lying back and arching back, she felt stimulation and felt increase stimulation when pressing on lead/ext area. The pt never had good stimulation. Impedance measurements were normal. An x-ray on (B)(6)2001, confirmed that lead had migrated out of epidural space 3/22. Pt will be scheduled for revision. Additional info will be submitted when becomes available.